Event description:
An incident was reported that occurred in (B)(6). It was reported that the unit won't calibrate. In speaking with the reporter it was learned that there was no injury. The event is likely related to a joystick and if any further information becomes available a supplemental report will be filed.

Manufacturer narrative:
(B)(4) has been initiated for this issue. Model is unknown, serial number/date code is unknown and is approximately of an unknown age. The owner's manual was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consume's age, height and weight are unknown. The consume's medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed.